Manufacturer narrative:
The customer did not provide patient demographics such as age, sex, date of birth or weight. The access total bhcg (5th is) reagent was not returned for evaluation. All assay and system verifications met specifications. The cause of this event cannot be determined with the available information.

Event description:
The customer reported obtaining imprecise human chorionic gonadotropin (access total bhcg (5th is)) results from a sample on the laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)) for one patient. The initial access total bhcg (5th is) result obtained on the sample was 0.00 miu/ml. The sample was repeated four (4) times on the same unicel dxi 800 immunoassay system (serial number (B)(4)) and recovered with higher results. The same patient's sample was also analyzed on the laboratory's alternate unicel dxi 800 immunoassay system (serial number (B)(4)) and a high result was obtained. Dilutions and heterophile antibody testing were also performed on the sample and high results were obtained. The results were released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. System parameters such as calibration and one level of quality control (qc) were within assay specifications. System checks were not supplied. The patient's sample was collected in a five (5) ml 13x100 mm coagulated separation gel vacuum tube and centrifuged at a speed of 3500 revolutions per minute (rpm) for ten (10) minutes at 25°c. The patient's sample was two (2) hours old and was stored at 2-8°c.